Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Related product model #: 42415 related product serial #: no value found related product upn #: m001491561 related product batch/lot: 0009294618 related product family: starter material number: m001491561 sterile lot number: no value found sold to account number: no value found returned product expected: yes bsc product return date: no value found location description: no value found device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: [?]event[?]unable to cross [?]was there any appearance abnormality before use?[?]no [?]where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) [?]inside guiding catheter [?]shaping[?]no [?]event[?]unable to cross [?]was there any appearance abnormality before use?[?]no [?]where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) [?]inside guiding catheter [?]shaping[?]no the wire got stuck after 8 applications. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: tested prior to use: used before expiry date: generator used ablation[?]catheter used other used event date: 2025-12-4 as reported device codes: 1274: difficult to advance as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: (B)(6) 2025 type of procedure: no value found. Country of event: japan.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Related product model #: 42415. Related product serial #: no value found. Related product upn #: m001491561. Related product batch/lot: 000929461.8 related product family: starter. Material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: yes. Bsc product return date: no value found. Location description: no value found device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: event - unable to cross. Was there any appearance abnormality before use - no. Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) inside guiding catheter. Shaping - no. Event - unable to cross. Was there any appearance abnormality before use - no. Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) - inside guiding catheter. Shaping - no. The wire got stuck after 8 applications. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no adverse event. First time the unit was used: tested prior to use: used before expiry date: generator used ablation-catheter used other used. Event date: 2025-12-4. As reported device codes: 1274: difficult to advance. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025. Type of procedure: no value found. Country of event: japan.